Event description:
A package containing a sterile stockinette was opened and a flea was found inside the package.

Event description:
A package containing a sterile stockinette was opened and a flea was found inside the package.